Manufacturer narrative:
The patient will continue to be monitored for further low shock impedance measurements. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) and implantable defibrillation lead exhibited a shock impedance measurement of 0 ohms. Troubleshooting revealed the patient was undergoing an electrical stimulation treatment at the time the daily measurement was taken. Boston scientific technical services (ts) discussed electromagnetic interference could have caused the measurement of 0 ohms. No adverse patient effects were reported.